Event description:
During an arthroscopic procedure, the physician was utilizing a speedlock implant. While attempting to place implant the physician engaged suture lock and deployed the anchor. However, the push rod shot outside the anchor, leaving the anchor unusable. The anchor was removed from the surgical site and the procedure was completed using a competitors product. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight, and gender were not available.